Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that the aspiration of aspirate probe #3 was slow during substrate priming. The fse replaced the peristaltic pump assembly and associated peristaltic pump tubing. After completion of the repairs all verification testing passed within published performance specifications. In conclusion, the peristaltic pump assembly is the cause of the non-reproducible access accutni+3 results obtained by the customer. (B)(4). All mdrs related to this event: 2122870-2015-00286, 2122870-2015-00287, 2122870-2015-00288.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for ten (10) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer re-analyzed the patients' samples on the original access 2 immunoassay system and obtained lower results within the customer's established normal reference range. The initial, elevated access accutni+3 results were released from the laboratory. Corrected reports were generated after reanalysis of the patients' samples. There was no report of patient injury or change in patient treatment associated with this event. This report will address the eight (8) non-reproducible access accutni+3 results obtained on (B)(6) 2014. MDR 2122870-2015-00286 will address eight (8) of the change in patient treatment for a patient (designated as patient 1) that occurred on (B)(6) 2014 and MDR 2122870-2015-00288 will address the change in patient treatment for a second patient (designated as patient 2) that also occurred on (B)(6) 2015. Quality controls (qc) and calibrations were performing within specifications at the time of the event. The customer did not provide sample collection or processing information such as sample type or centrifugation speed and time. There were no issues related to sample integrity reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.